Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. No issues were observed in the pump¿s black box. All keypad buttons were found to be appropriately responsive. The pump was able to manually suspend and manually resume operation without issue. The pump successfully completed a prime sequence and 24-hour exercise test without the issue of self-suspending.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was self-suspending. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.